Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the device to exhibit a "no disposable" alarm. Per reporter the patient was unable to finish getting their drug and had to come in, due to the error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: no corrective actions were required as the reported issue was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.d3, g1,2 email is: (B)(6), corrected data: previously reported statement regarding device history review was incorrect and has been updated in h10.

Manufacturer narrative:
Other, other text: two devices were returned for analysis. Visual inspection showed the devices were in good condition. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The device primed and connected without difficulty, the pump was set to run, and no alarms were activated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: (B)(4).